Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge for their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean the pneumatic tap area with an alcohol wipe or lint-free cloth and guided them on properly loading a new cartridge. The customer initially chose to proceed without assistance, but successfully resolved the issue by loading the second cartridge onto the pump and was able to resume insulin delivery.